Event description:
It was reported that a cartridge alarm occurred during bolus insulin delivery and the cartridge was cracked. In addition, it was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 234-235 mg/dl.

Manufacturer narrative:
Device not returned.